Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: nse, guide wire: sion. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation difficulties were unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the proximal left anterior descending artery with heavy calcification. Pre-dilatation was performed using the indeflator and a non-abbott balloon catheter; however, it was noted that deflation of the balloon took longer than usual. The pressure indication dropped, but it took a while to deflate the balloon. The same contrast media was used continuously. The indeflator was replaced and the same balloon was able to be inflated and deflated without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.